Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector.¿ there was no reported patient involvement.

Manufacturer narrative:
The reported issue that the lvp module power/communication interruption - iui corrosion could not be confirmed. The reported event of device had power/communication interruption - iui corrosion was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 29aug2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.